Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the pump emitted loss of prime alarms 15 minutes after changing the site, infusion set, and cartridge. It was reported the alarm does not occur with every site, infusion set, cartridge change but intermittently. No additional information was provided. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no related issues or alarms. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. Unrelated to the complaint, the force sensor calibration was abnormally high; the force sensor resistance was high. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.